Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise and was binned as vf beats. Not enough events binned to result in any treatment delivered by device, but the subsequent pacing inhibition caused a 3 second pause in this dependent patient. Programming changes were performed. The patient was in stable condition.